Event description:
On (B)(6) 2011, the reporter (patient's mother) contacted lifescan reporting an inaccuracy concern with the patient's meter. The patient reportedly woke up feeling "low" on (B)(6)2011. The patient tested with the subject meter and got a "119 mg/dl," which was reported to be inaccurate high compared to his feelings. Within 20 minutes, the patient retested on the same meter and got "48 mg/dl." The patient self-treated with 2 "gatorades." No other forms of medical intervention were reported. The customer service representative troubleshot the alleged inaccuracy issue with the patient and noted that the test strips were within discard date; however, the reporter did not have any control solution to perform a control solution test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred and was able to administer proper treatment when retesting with the subject meter. However, this complaint is being reported because the "119 mg/dl" does not correlate with the patient's alleged symptoms and treatment. The alleged imprecise results have already been reported under MFR # 2939301-2011-12690 on (B)(4) 2011. Replacement products were sent to the patient.

Manufacturer narrative:
A 510(k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.